Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The equipment checked by the help of system trainer and no issue observed at trainer. The equipment were working perfectly at trainer. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) pressure is not maintained.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) pressure is not maintained. There was no patient involvement.